Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed critical pump error, that a broken force sensor was detected during seating or regular delivery. The customer was doing a set change at the time. The customer¿s blood glucose level was 185 mg/dl at the time of the incident. Customer was unable to rewind the pump. Troubleshooting did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with a critical pump error (open book error) an pump error found in the formatted history file due to force sensor zero offset out of specification. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the b4 insulin infusion pump, which is not marketed in the united states. However, the device is similar to the b4 insulin infusion pump, which is marketed in the united states.